Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead. Patient had additional surgery to address a cardiac perforation, confirmed via CT scan, and stop the bleeding. The physician then elected to explant and replace the rv lead in a procedure on (B)(6) 2025. The patient was in stable condition.